Event description:
Event desc: a vessel loop was used in the procedure to hold / anchor the common femoral access, acting to hold pressure on the femoral artery as the procedure is in progress. The vessel loop just popped/ broke in half and released the pressure on the site. As a result there was a significant amount of blood loss. No harm was done to the pt, injury could have potentially occurred. What was the original intended procedure? Aaa stent graft. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.